Event description:
It was reported by service report that the stretcher would not pump up due to the pump tube weldment being broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Pump tube weldment.